Manufacturer narrative:
Eval of the returned device involved in this report by a zyno rep indicated that the flow rate accuracy is outside of the specified +/- 5% range. However, the pump does not "infused too slowly". Instead, the pump was found to infuse faster than the +5% limit. The pump will be re-calibrated after repair. Further analysis will be performed for root cause identification and corrective / preventive actions implementation.

Event description:
The user facility reported that a z-800 infusion pump (serial number (B)(4)) was found to be "infused too slowly". No pt was involved.